Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the right atrial (ra) lead was attempted to be implanted, however, due to high thresholds and undersensing, the physician elected to use a different lead. No patient complications have been reported as a result of this event.